Event description:
It was reported that the programmer was freezing up sometimes. It was further reported that repeatedly the programmer could not be turned off and would only power down when the batteries depleted. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.